Event description:
Possible hemolysis - grp rep called to report blood in the effluent line. Machine did not alarm, but effluent line turned pink. The first two sets occurred before 8:19 the third set at 10:32. Nurse tried 3 different lot numbers (unknown at this time) on 2 different machines (2nd s/n# unknown at this time) and the effluent line turned pink. Rep recommended the nurses to contact physician before continuing treatment, but during that time, patient's family decided t withdraw care and patient expired. Nurse did not believe the sets for the machines contributed to patient's death. Nurse said patient health already had clinical condition. Patient had a triple 8 repairs and acute renal failure.

Manufacturer narrative:
Absence of incriminated sample for investigation; absence of further information from the clinic involved; incident stil under investigation. A follow up report will be established and forwarded to the FDA.